Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The customer's biomed confirmed the reported nav-ring issue. The customer's biomed replaced the defective front bezel to address the reported problem. The ventilator is back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the nav-ring settings jumped around when trying to make setting changes. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.